Event description:
It was reported that the patient experienced an infection. The patient was treated with antibiotics. The infection reappeared after treatment and the implantable pulse generator (ipg) was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.